Manufacturer narrative:
This report was also sent to FDA by (B)(4), rn from (B)(4) hospital. Her report number for cross reference is (B)(4).

Event description:
Surgeon had placed 3 screws through a plate at the distal end of the 2nd metacarpal. He then drilled another hole and placed a 4th non-locking screw the 4th screw appeared loose and it was noted that the head had broken off. He tried to place another screw in this position and this broke as well. The plate was secured to the bone. When placing the last locking screw the head also broke off. Patient had 9 screws placed. The 3 with broken heads were left in the patient. Patient has not required add'l treatment and is doing fine. IFU states that use of screws in high density bone may lead to implant fracture or failure upon insertion. It also states that use of excessive torque during insertion of screws may lead to implant failure.